Manufacturer narrative:
H3, h6: siemens completed the investigation of the reported issue. The investigation was performed based on expert discussions considering complaint description, customer service reports, system history, and system log files. According to the customer report, no ECG (electrocardiography) curves were displayed on the sensis system when defibrillation was applied. The log file investigation did not reveal any system issues. Grounding measurements as well as leakage currents, which were performed as part of reactive service activity, are within the tolerance limits. A test with an ECG simulator showed no problems. There is no indication for any system problem. The design of the sensis system allows to remain connected to the patient during defibrillation. Anyway, due to the discharge of a defibrillator, the real-time waveforms can be distorted or lost, which recover after some time. The reported event describes exactly the situation after defibrillation. It is also confirmed that after some time the ECG signals were displayed again. The system instruction for use contains adequate information on using defibrillator on a patient when operated together with sensis system. The complaint has been closed.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware on a malfunction that occurred while operating the sensis vibe combo system. The user reported that while performing an external pacing procedure, the system stopped displaying vital signs and the screen went black. The vital signs had to monitored via the pacemaker. We have no indications of any adverse effects on the health status of the involved persons.